Event description:
It was reported that the lead dislodged. During repositioning, the suture sleeve was not visible and bleeding was noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.